Event description:
Olympus medical system corp (omsc) was informed that during crushing calculus with the lithotriptor, the subject device disassembled from the handle. The doctor connected it and attempted to crush calculus but the disassembly occurred again. After the doctor tried to remove calculus from the basket with shaking it, he used bml-110a-1 to crush calculus but the basket wire near handle broke. The doctor inserted flexible catheter into the pt with covering the basket wire and abandoned the procedure. The next day, he performed extracorporeal shock wave lithotripsy (eswl) to crush calculus but failed. Another day, he removed the basket wire and calculus from pt by open surgery.

Manufacturer narrative:
Only the basket wire was returned to omsc for investigation. The investigation confirmed that the basket wire was deformed and broke. The broken basket wire came apart. The doctor reported that the calculus was too hard due to calcification and he thought this event could cause the hardness of it. Therefore, omsc considers that the calculus was too hard to crush and it caused this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, adn it also described what to do it the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.